Manufacturer narrative:
A4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2023 in hospice. The death was not considered device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists renal dysfunction and death as potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired in hospice due to renal failure. The renal failure had been observed at the time of pump implantation and the patient was placed on chronic hemodialysis. The renal failure was not device related. The patient reportedly decided to enter the hospice. The patient's outcome was not considered to be device related and the pump had reportedly operated as intended. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation.